Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer stating that she tried to remove the introducer needle and when she did part of the electrode started to pull out as well. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the sensor needed to be replaced. The customer was sent a new sensor while the old sensor was returned back for analysis. No further information was provided.